Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed internally and the machine alarmed "blood leak". Estimated blood loss was 10cc. Cracks or other damages were unable to be identified on the dialyzer. Treatment was completed and the patient was in stable condition. No adverse events or medical intervention required. Sample is unavailable for manufacturing evaluation due to sample was discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.